Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of noise, instability, pain, metallosis and loss of range of motion. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2010 and a further revision procedure performed on (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that patient underwent right total hip arthroplasty on an unknown date and that a revision procedure was performed on (B)(6) 2005 to remove and replace the polyethylene acetabular liner and modular head due to polyethylene wear. Patient medical records further indicate that a revision procedure was performed on (B)(6) 2010, due to disassociation of the acetabular insert. Revision operative notes from (B)(6) 2010, noted presence of gray tinged fluid and confirmed the acetabular insert and modular head were removed and replaced. Operative notes were provided for a subsequent revision procedure that was performed on (B)(6) 2011. Revision operative notes from (B)(6) 2011, confirm the acetabular insert and modular head were removed and replaced due to recurrent dislocations.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted - unknown. Manufacture date. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2013-00031 / 00034 & 04723).